Event description:
The customer reported that the housing for their pump in style power adapter was cracked apart and that she taped it back together, which is a safety issue.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer for further information were unsuccessful. As of the date of this report, the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal used and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packing strength has also been increased to further protect the transformers during shipping.